Event description:
The patient has 2 leads (from the same lot) implanted as part of his scs system. It was reported that surgical intervention may be undertaken in order to explant and replace the patient's leads in order to provide improved stimulation coverage of the patient's lower back.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow-up information indicated surgical intervention was undertaken and the patient's leads were explanted and replaced. The patient reported effective stimulation coverage postoperative.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.